Event description:
It was reported that during device upgrade, externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted and patient will be monitored remotely.

Event description:
New information received notes that the lead was later explanted and replaced due to an unrelated infection.